Event description:
The r-wave had dropped significantly from implant. During attempted lead repositioning, lead dislodgement was noted. Since the helix would not extend, the physician opted for a new lead.